Event description:
It was reported that a non-boston scientific device presented an issue with the packaging. No patient was involved or customer and poses no immediate risk to patient care. It is been suggested to leverage competitive conversion intraoperatively. Circulating rn noted the one drawback to the product. The ink on the packaging's peel-and-stick identification tabs smears and is easily removed by simply touching the ink, making it illegible. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).